Event description:
It was reported that a user new to the ilet experienced hypoglycemia while using the system and elected to discontinue and return the device, reverting to multiple daily injections and reporting use of juice as back-up therapy. Symptoms included dizziness associated with a blood glucose of 40 mg/dl and low glucose duration of less than one hour, without ketone testing or professional medical intervention. Outcomes included interruption of device use and return of unopened supplies. Investigation included collection of event details and provision of product education and troubleshooting guidance. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.